Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s low blood glucose level was in 30¿s mg/dl and 42 mg/dl. The customer was treated with chocolate and sandwich for low blood glucose level. The customer also reported high blood glucose level and the blood glucose level was over 300 mg/dl, 305 mg/dl and 245 mg/dl. The customer declined troubleshooting for high and low blood glucose level. The customer also reported that the quick set was leaking insulin. The insulin pump will not be returned for analysis